Event description:
Follow up reported the patient was in the process of rescheduling the procedure with another health care professional. Further follow up reported the patient had not scheduled the battery replacement due to family issues and that the replacement should take place the following month. Follow up from the health care provider reported the patient had not been seen in the office since (B)(6), 2012.

Event description:
It was reported that the patient tipped and twisted, but didn't hit the ground, in (B)(6). Two days later he noticed changes in stimulation, including a surging sensation and the stimulation coming and going. Upon interrogation of the ins, the s/n was not in and a "reset" message was seen. It was noted that the ins was 12 years old, and the patient had to turn stimulation up as is normal with depleting inss. On an 8840 session an end-of-life message was displayed, and it was not possible to run an electrode impedance check. A therapy impedance check returned normal values and it was noted that the lead appeared to be delivering current. The hcp planned to replace the ins due to normal battery depletion and a replacement was scheduled for (B)(6).

Manufacturer narrative:
Additional information received reported the manufacturer representative was aware of the event when the patient¿s neurostimulator was removed on (B)(6) 2013.

Manufacturer narrative:
Serial # has been updated. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3586, serial# (B)(4), implanted: (B)(6) 1998, explanted: unk. Extension: model 7496, serial# (B)(4), implanted: (B)(6) 1998, explanted: unk. Programmer: model 7434-e, serial# (B)(4).

Event description:
Additional information received reported the patient¿s battery was replaced (B)(6) 2013.